Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. A different transmitter has been received for evaluation. Tech support department confirmed the alledge device serial number does not match due to potential typo. An external visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter passed as it has voltage. (B)(6) device pairing test was performed and the transmitter passed. Global transmitter functional test was performed and the transmitter passed. Bin file analysis test was performed and failed. There was no share data log available. The customer's complaint of a loss of connection was confirmed with a different transmitter because the returned device failed the bin analysis. The root cause could not be determined post investigation.